Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found there was no external damage. During flow testing, the problem was duplicated. The root cause of the reported issue was found to be normal wear. The main board was not seated onto the grove in the extrusion as a result of normal wear. Replaced right and left clutches (old), position pot (kept failing occlusion testing at the same place). No product information has been provided to date.

Event description:
It was reported that the motor not running. No patient injury was reported.